Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h6. D4:d4: attempts have been made to gather all product identification information and no further information has been provided. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. X-rays were provided in the ja, however it is unknown if they are related to the patient in the complaint. The device history record was not reviewed due to part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).. D6a: between may 1,2010 to feb 29, 2012. G2: report source study: journal article to cement or not? Ten-year results of a prospective, randomized study comparing cemented versus cementless total knee arthroplasty olson, nicholas r. Et al.the journal of arthroplasty, volume 40, issue 10, 2630 - 2636 https://doi.org/10.1016/j.arth.2025.04.076. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that one patient in the cemented group underwent a revision approximately 5 years and 7 months post-operatively; the polyethylene insert was exchanged and all other components were retained. The patient was revised without complication. Attempts have been made and no further information has been provided.